Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to the critical pump error (open book image) alarm. Successfully downloaded the trace and history files using thump. A review of the pump history file reveals on (B)(6) 2026 at 10:01 the pump alarmed critical pump error 40 (line number 121 file number 536) since the motor safety test failed. Pump error 40 is the fatal error. This was the reason for the open-book. The cause for the pe40 was the sw. Additionally, on (B)(6) 2026 there were ten (10) pump error 38 alarms and three (3) pump error 130 alarms generated. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor however, found the motor gearbox jammed. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked battery compartment at the corner of the belt clip rails, and broken battery tube threads. Critical pump error (open book image) and pump error 40 alarms are confirmed due to software errors (esf #2011913).pump error 38 and pump error 130 alarms (found in the pump history file) are confirmed due to a jammed motor gearbox.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and received pump error 38 (no motor movement or negligible movement. Retries to free a stuck motor failed) alarm. The customer blood glucose was unknown at the time of event. The event involved product(s) mmt-441ag, mmt-7040a, mmt-342g, mmt-1884. Troubleshooting was not performed for hyperglycemia. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. Troubleshooting was performed for pump error. Customer was able to clear the alarm and unable to complete the rewind the process. Customer was advised to replace the insulin pump. No further patient complications were reported. No product return is required for mmt-441ag, mmt-7040a, mmt-342g. Mmt-1884 was requested and customer response was the device will be returned.